Event description:
It was reported via product return that the right ventricular lead exhibited unspecified failure. It was previously capped and replaced on (B)(6) 2012. Further information was requested but not received.

Event description:
This report is related to previously reported complaint of failure to sense, reported on 10 jan 2013, MFR number 2017865-2013-006602.

Manufacturer narrative:
This report is related to previously reported complaint of failure to sense, reported on 10 jan 2013, MFR number 2017865-2013-006602. A full lead was returned in two pieces for analysis. Visual inspection and electrical testing of the lead were normal with no anomalies found.